Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag pump not being seated properly in the centrimag motor was unable to be confirmed through this evaluation as no product or images were available, and a specific cause for the reported event could not be conclusively determined. The patient reportedly remained ongoing on the centrimag pump as of on (B)(6) 2026. Review of the device history record (DHR) for the centrimag blood pump, lot#: l08223-la6, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) is currently available. The IFU provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿emergency back-up equipment¿ states that a backup sterile pump and supplies to prime must be available. The IFU also contains a section titled emergency pump replacement. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was not seated properly in the motor. They moved the pump to backup motor and resumed support. The event was resolved by switching the pump to a backup motor. No products were exchanged and no products are returning to abbott. The pump worked as intended on the patient once seated in the new pump and is still active on the patient.

Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.